Manufacturer narrative:
(B)(4). The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report inability to straighten. It was reported that this was mitraclip procedure to treat mitral regurgitation with a grade of 4. It was noted suboptimal transseptal puncture. The first clip delivery system (cds) was advanced to the mitral valve; however, during re-alignment, the handle of the cds was difficult to retract all the way back into the steerable guide catheter. After turning the m-knob to 9 o'clock, the cds curved more than 90 degrees and could no longer be straightened and there was a kink in the shaft. The cds was removed with the clip attached, and the procedure continued with a new cds. One clip was implanted, reducing mr to 1. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints. All available information was investigated and without the device to analyze, a cause for the reported retraction problem with the delivery catheter (dc) handle and positioning failure associated with the tip tip unable to straighten cannot be determined. It should be noted that the electronic mitraclip g4 system instructions for use, warns the user ¿do not deflect the sleeve tip more than 90 degrees as device damage may occur. In this case, the user error associated with curving the device greater than 90 degrees caused a kink in the shaft. There is no indication of a product issue with respect to manufacture, design, or labeling.